Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sep 5, 2017: legal medical records received. Legal medical records 9-5-2017 reviewed. Primary operative notes (B)(6) 2001 indicate the patient received a primary right total knee arthroplasty due to tricompartmental osteoarthritis of the right knee. The procedure was completed without complication indicated by the surgeon. Revision notes (B)(6) 2016 indicate the patient received an incision and drainage with removal of right knee arthroplasty and placement of mobile antibiotic cement spacer; debridement, osteomyelitis of femur, tibia and patella; subtotal anterior synovectomy; scar excision, previous hypertrophic operative wound bed; xenograft application, undermined operative wound bed and layered closure. They received this due to failed right total knee arthroplasty secondary to infection; gross loosening; osteomyelitis, osteolysis, hypertrophic synovitis; hypertrophic scar formation, anterior knee. Indication for procedure section reveals the patient had clinical findings consistent with septic loosening of the right total knee arthroplasty. Description of procedure reveals implants to be grossly loose and were explanted with minimal difficulty. Femur, tibia and patella were noted to all have some form of osteolytic and osteomyelitic bone and were debrided. Operative notes (B)(6) 2016 indicate the patient received a revision right total knee arthroplasty with biopsy, xenograft, subtotal synovectomy and bony debridement, layered closure. They received this due to treated infection, right total knee arthroplasty with retained mobile antibiotic cement spacer and hypertrophic anterior scar. Procedure was completed without indication of complication by the surgeon. Updated 10-3-2017.